Event description:
Patient was scheduled for CT exam that requires contrast. We used the medrad dual syringes. I was watching the scan waiting for the contrast to appear. I saw the blush of contrast, indicating everything is going well. Then all of a sudden no contrast. I stopped everything and ran to the patient fearing an infiltrate. Once I reach table my feet flew out from under me and I landed on the floor on my back. The contrast was all over the floor. The connecting tubes from the tubing busted off the syringe and injected the contrast all over the floor.